Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was unable to use the robot for the intended procedure since they needed a four-arm setup and only three were available. Universal surgical manipulator (usm2) was replaced that same day.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm2) due to error code 1162. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported error was confirmed and replicated. In system logs, the 1162 ac magnetic cannula sensor fault was reported by the axes controller spar (acs) board, confirming the fault occurred in the field. Upon visual inspection, no issue was found that would be related to the reported event. The usm was installed onto a golden system where 1162 was triggered indicating fault on the cannula, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The probable root cause is attributed to the axes controller spar connector (acsc) printed circuit assembly (pca) within the usm. This issue can be resolved by replacing the usm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a recoverable but persistent fault occurred on the universal surgical manipulator (usm2). An operating room (or) staff indicated they had to disable the usm and then rebooted the system to complete the procedure. The procedure was completed with no report of patient injury.